Manufacturer narrative:
Two (2) actual samples were received for evaluation and an evaluation is complete. Functional leak testing was performed by filling the bags with water and a leak was observed at the bottom of the spike port tubing. The tubing was flared. Visual inspection was performed and noted the reported leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that about six (6) units of 2000ml exactamix eva tpn bags had leaked from the port. There was no patient involvement. No additional information is available.